Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations. It was reported that the patient had stimulation in the wrong location. The therapy was not as effective as she was told. They might have moved some scar tissue and her pain moved (which was better) and the stimulation did not cover the top of her legs, which had been as such since implant. As a result, she didn¿t use therapy as often. The patient noted communication problems. She had last felt stimulation and had last charged 3 months ago and thus, an overdischarge (od) was suspected. Patient compliance was the primary reason for the od. The patient stated it had been depleting more rapidly. The patient was redirected to her physician for a jumpstart and had an upcoming appointment for 3 days later. No further complications were reported. Follow-up was conducted. Additional information was received from a consumer regarding the patient. It was reported that the patient could not charge because their device was showing an elective replacement indicator (eri). Product services (ps) walked the patient through bypassing the eri message and they were able to charge. The patient also reported they did not use the implantable neurostimulator (ins) that often because it had never given them the coverage that they needed. They noted that the pain was located very low, yet it was like the coverage was around their bra line, which was too high. The patient stated that they could tell since day one that they were implanted improperly ¿that the dr. Had out the leads up too high,¿ but this was confirmed with an x-ray yesterday by the new healthcare professional (hcp) they were seeing. The patient¿s new hcp told them that they were going to try to resolve the issue when the patient got the ins replaced (due to normal battery depletion) and move the leads to where they needed to go. No further complications were reported. Follow-up was conducted.

Event description:
Patient (pt) reported that since implant of the ins, the stim didn't help and said the original healthcare provider (hcp) just did a bad job. Pt then said a couple years after implant, the leads migrated up because they weren't anchored, so stimulation moved higher and was no longer in the proper areas (now was in armpit and bra area). Pt said they did some x-rays to determine that back then. Pt also mentioned their current doctor was wanting scans from that original hcp, as the last x-rays the hcp has are from 2012, and the leads migrated before then. Agent documented information given during the call.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(6). Implanted: (B)(6) 2009. Product type lead product ID 39565-65 lot# serial# (B)(6) . Implanted: (B)(6) 2009. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.